Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss error. Patient was connected to a different device. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Manufacturer narrative:
Fse did not replaced any parts. The customer repaired the part himself.

Event description:
N/a.

Manufacturer narrative:
Event site postal code: (B)(6) additional customer contact phone: (B)(6). A getinge field service engineer (fse) evaluated the unit and performed all tests of the device. It was observed that he passed all the tests. Damage has been detected on the pressure connection socket (red) of the device. The card (pcb, front end, rohs) to which the socket is connected must be replaced for patient safety. The parts that need to be replaced are stated in the required section.

Event description:
N/a.